Manufacturer narrative:
The lens was returned positioned incorrectly in the lens cases. Solution was dried on the lens. Both haptic were evaluated. No foreign material other than the viscoelastic was observed. A non-qualified associated product was indicated. Due to the presence of surgical solution and the condition of the returned sample, we cannot verify the foreign material was present when opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, it was noted that there was a debris in the haptic of intraocular lens and was concerned about sterility. Additional information has been requested; however, further information has not been received.